Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported problem did not alarm upstream occlusion within tolerance. The pump did alarm upstream occlusion, but based on the calculations, the pump ran for approximately 1.5 hours occluded. Idea testing found the upper ultrasonic sensor fluid reading to be out of specification; however, the sensor was out of specification in a way which would promote false upstream occlusions rather than false upstream occlusions. With regards to flow accuracy and upstream occlusion detection, the v8 service manual (p/n 41019v0800, rev. R) states: "the upstream occlusion detector may not detect partially occluded tubing." There is no indication that the device malfunctioned; however, a delayed detection of an upstream occlusion may have occurred based on the customer reported information. No correction required. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom fluid in the bag was inconsistent with the actual dose, so there was an extra 150ml in the bag that should of been infused. The device was tested per swi 105-005 which yielded passing results it is noted that a partial occlusion of the line will affect infusion accuracy producing an under-infusion per the aforementioned v8 service manual. There is no indication that the device malfunctioned; however, an under-infusion may have occurred based on the customer reported information. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced upstream occlusion within tolerance. The fluid in the IV bag was inconsistent with the actual dose, so there was an extra (150ml) in the bag that should be infused. The pump did alarm upstream occlusion, but based on the calculations, the pump ran for approximately (1.5 hours) occluded. The infusion parameters are volume to be infused (vtbi) ¿ changed multiple times, flow rate ¿ 42.2 ml/ hr., dose ¿ 1.25 mcg/kg/min and changed to 1.5 mcg/kg/min. There was no known patient injury or medical intervention associated with this event. No additional information is available.